Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 4. Reference MFR report #s 1627487-2010-04258, 1627487-2010-04259 and 1627487-2010-04260. The pt received her scs system on (B)(6) 2004. Since the time of her initial implant, the pt has undergone several surgical procedures in which leads and extensions were added to her scs system for better therapy coverage. It was reported that the pt lost stimulation. Diagnostic tests revealed high impedance readings for all lead contacts. On (B)(6) 2010, the pt's leads and extension were replaced and effective stimulation was recaptured. The explanted devices were returned to the MFR for analysis.